Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8336-70 serial #: (B)(4) description: coveredge 32, 70 cm 4x8 surgical lead the explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was having difficulty charging the ipg as it was tilted. The patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well postoperatively.